Event description:
As reported, this 66 year old male patient had an initial right tha on (B)(6) 2018. The patient complaint of pain and was revised on (B)(6) 2023 due to a recalled gxl poly. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
Pending investigation. Concomitant medical products: 4753767, 101-45-20 - 4.5mm drill bit 20mm. 5168607, 170-36-00 - biolox delta femoral head 36mm od, +0mm. 5218723, 186-01-60 - integrip cc, cluster 60mm, g4. 5234737, 188-00-10 - wedge plasma s/o sz 10. Correction/removal number: z-2118-2021.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. The cause of the subsequent revision cannot be conclusively determined.